Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: completion of panels without identification. But it does not generate errors.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility, short incubation h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: completion of panels without identification. But it does not generate errors.

Manufacturer narrative:
After further evaluation, the previous MFR report #1119779-2023-00514 was submitted in error. There was no report of serious injury, medical intervention, or reportable device malfunction. This MDR should be considered cancelled.